Event description:
The head of the handpiece became hot and created a small burn to the buccal mucosa cheek. Patient was prescribed peridex mouth rinse and has completely healed.

Manufacturer narrative:
Maintenance information was reviewed with the office and maintenance sheets were sent. The water spray was clogged with a presence of low residue. The back cap was stuck in due to dents in the head of the handpiece.